Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the air/water channel, instrument/suction channel, and distal end and elevator mechanism were cultured and detected no growth. Overall, the results are in conformance with the requirements. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation positive culture was confirmed. In addition, there was a dried white residue at the entry of the suction channel due to insufficient cleaning. There were stains and kinks on the wall of the biopsy channel. Through the remainder of the biopsy channel there were scratches. The distal end cover had multiple dents. Deterioration of the glue around the objective lens. The bending section cover glue was deteriorating (pinholes, cracking, and peeling). The bending section cover glue was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive after repeated cultures and multiple reprocessing. No patient infection occurred. The endoscope was sampled and cultured. Between the positive cultures the device was out of rotation. The microorganism detected was alpha streptococcus. It is unknown which part of the device the microorganism was detected, but the tip, elevator and biopsy channels were cultured. It is unknown if the device was used on a patient with a known infection of this same microorganism. A monthly culture is what triggered the device sampling/culturing. The endoscope was reprocessed on 13aug2023. The culture method used for testing was dey engley broth. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The endoscope was manually cleaned with revitol-ox/steris and used acecide/olympus as a high-level disinfectant (hld). The minimum effective concentration is checked each time a scope is cleaned with revital-ox, acu sinq and acecide with oer-pro (endoscope reprocessor). The olympus oer-pro is used to reprocess the endoscope. The endoscope channel is being brushed during manual cleaning. The brush is a single use steris 00711609. Pre-cleaning is performed immediately after a procedure. Pre-cleaning is performed at bedside with a koala cleaning sponge and pure enzymatic. First, the scope is wiped with sponge from the top to distal tip. Second, suction water for 30 seconds while agitating the button and moving the elevator. Finally, suction 30 seconds of air. The endoscope is leak tested prior to manual cleaning using olympus mu-1. There had been no problems with the automated endoscope reprocessor (aer). The last preventative maintenance for the aer was feb2023. The last reprocessing in-service by an olympus endoscopy support specialist was jan2023. A new endoscopy technician was added since the last on-site visit. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is dried by lint free towels and hung in drying cabinets. On 01sep 2023, an olympus endoscopy support specialist met with the department manager at the user facility. An observation was completed and found deficiencies in manual cleaning. Missing/out of sequence steps were corrected and the process was repeated correctly. A full initial in-service with all staff was scheduled. Prior to the device evaluation, the device was sent out for additional microbiological testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.